Manufacturer narrative:
Analysis found internal insulation abrasion between 39.4- 40.7cm and between 51.7-52.7cm from the connector pin. The inner lumen and the etfe coating were intact. Electrical tests indicated normal characteristics.

Event description:
It was reported that at device upgrade, externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.